Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving ketamine (120 mg/ml at 53.94 mg/day) and fentanyl (3000 mcg/ml at 1348.5 mcg/day) via implantable infusion pump. It was reported that the patient's pump was being replaced because the "hcp noted the pump is stalled in an MRI". The rep stated being unsure about the series of event but believes the MRI was on (B)(6) 2021. The rep was asked to provide previous pump logs to confirm if the pump was in telemetry mode and the rep stated that they are cleaning the old pump and does not have time to do that. The rep was advised to send the pump back for analysis since it is likely in telemetry mode. The rep does not have any further details. Additionally, the rep was assisted with priming the new pump. The rep stated that they attempted to aspirate and were unsuccessful and are questioning if the catheter is patent but they do not want to revise it now. The rep stated already doing a back table single bolus with the new pump of 1100 mcg which was enough at 3000 mcg/ml to clear the internal pump tubing and connect to the old catheter and no further priming was needed. No symptoms/patient complications were reported. The rep has no further information.